Event description:
All protocol followed regarding sealing at the junction sites. After angiogram, a small endoleak was noted, type I, at the proximal sealing site. Physician re-ballooned the area in an attempt to seal off the endoleak. Endoleak still visible after re-ballooning the site. It was noted that the endoleak may have possibly been a type ii endoleak, because the noted endoleak was small. No further action was deemed necessary at the site. Final angiogram noted a questionable endoleak present at the distal sealing site of the contralateral leg. A main body extension was used as an iliac extender due to the stent length rather than an iliac leg extension in order to provide additional seal at the site. With placement of the main body extension, endoleak was resolved.